Manufacturer narrative:
Follow-up #1: date of submission 11/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop leading to a call service 177 alarm. The battery cap was undamaged and fit to the pump. Moisture was found on the display screen inside the pump. A leak was found in the battery compartment. The pump alarmed with a call service 218 alarm during the rewind step. The short battery life complaint was duplicated. The pump cover was removed to find moisture corrosion on the continuous glucose monitoring module and to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.